Event description:
A user facility reported that an intraocular lens (iol) was shattered. In a follow up, a nurse reported that during the iol implant procedure, the cartridge cracked while in the patient's eye. This caused the iol to become scratched and tore the cornea radially. The surgeon was unable to remove the iol and replace it with another lens. The laceration did not require extra suturing. The patient was seen in the emergency room at an unknown date following the procedure for pain. At the one month postoperative visit, the eye showed no sign of complication. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a cartridge and lens were returned for analysis and the reported complaint was observed. Blood and solution was observed on the returned product. The cartridge tip was split. Lens was used in an unapproved cartridge. The damage noted reasonably suggests that it is closely related to non-adherence to the directions for use. Product history records were reviewed for the cartridge and iol and all documents indicate the product met release criteria. The damage most likely occurred due to a failure to follow the directions for use. An unapproved lens/cartridge combination was used. There have been no other complaints reported in the lot number. Additional information was requested on 03/23/2012 and 03/30/2012 by phone, fax, and mail. A completed follow up questionnaire has not been received. (B)(4).